Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The international customer reported the device alarmed while it was in use on a patient due to a broken oxygen hose. The customer reported this occurred in the hospital emergency department. There was no patient harm.

Manufacturer narrative:
The device was in clinical use and in standby mode when this occurred. Patient information was requested; none has been provided.